Manufacturer narrative:
(B)(4). The results of this investigation concluded tearing was observed in leaflets 2 and 3, and leaflet 3 was fibrotically thickened. Fibrous pannus ingrowth was observed on the inflow surface of leaflet 1 and on the sewing cuff adjacent to leaflet 2. The observed white tissue narrowed the inflow diameter. No inflammation or significant calcification was observed. No evidence was found to suggest the cause of the tears, pannus, and fibrous thickening was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
In 2011, this 25mm trifecta valve was implanted in the native valve secondary to immobile native cusps and calcification. On (B)(6) 2016, the prosthetic valve was explanted secondary to reports of grade 3 aortic insufficiency secondary to a presumed torn left coronary cusp. A 25mm edwards magna ease valve was implanted.